Manufacturer narrative:
The analysis results for the instrument found that the jaws had become yielded causing the clips to be ejected. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "do not close the jaws of the instrument over other surgical instruments". However, no jamming issues were noted during analysis. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during an unk procedure the clips did not come out. Another device was used to complete the case. There were no adverse consequences to the pt.